Event description:
The customer stated she had switched the units on her meters to mmol/l. She did not adjust her medication or allege any adverse events, but she did not understand what the mmol/l readings meant. The customer was able to reset the meter to mg/dl, and no product will be returned for evaluation.